Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that the device was on eri. Upon review, premature battery depletion was observed. There was an unexplained drop in the battery curve since the last device check on (B)(6) 2015, when the remaining longevity was 5.2 years to eri. No hv therapies have been delivered. The patient had fever and the procedure had to be delayed. On the day of the explant procedure, the device failed to be interrogated. The patient was asymptomatic at the time. The device was explanted and replaced.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. The device was tested on the bench and no sources of high current were found. The original battery was returned to the vendor for further analysis. The cause of the premature battery depletion could not be determined.